Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. Analysis of the device memory indicated that the atrial rate histogram data was missing/invalid. Analysis of the device memory indicated that the ventricular rate histogram data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had a power on reset (por). The device remains in use. No patient complications have been reported as a result of this event.